Event description:
It was reported that the patient experienced pain at the implantable neurostimulator (ins) pocket site. It was also noted the patient "hated the feeling of stimulation." The patient had both peripheral and epidural stimulation. It was noted that the epidural lead had "great placement" but the peripheral leads looked "crumpled." The company representative also noted the ins wasn't malfunctioning, but the patient didn't like it. The entire system was explanted at the patient's request. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3888-45, lot# v745828, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead product ID 3888-45, lot# v757049, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ lead product ID 37754, serial# (B)(4), product typ recharger product ID 37744, serial# (B)(4), product typ programmer, patient product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product typ extension. (B)(4).